Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large hem-o-lok clip applier instrument cable broke at the wrist joint during use. It is unknown if the instrument was being used during an actual clip application. No fragment fell inside the patient. The user completed the procedure using the same system and same instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. The reported event was confirmed. Inspection confirmed a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breakage. Due to this condition, the instrument will fail functional testing.